Event description:
It was reported that the pt had a history of lumbar radiculitis secondary to a work related injury. They were treated with a spinal cord stimulator which provided relief for a number of years. Because of a second work related injury, they needed to have the stimulator moved in 1996. The pt developed a wound around the pulse generator which became infected. Approximately 3 weeks after surgery, the wound began to drain and break down. The entire sysem was removed in 1997 and they were started on IV antibiotics. The new generator also became infected. They were discharged home 2 days later on long term IV antibiotics.